Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed continuously, preventing user from removing the required medications to patient and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the remote manager had failure. A field service engineer replaced the latch harness and reseated cables on the interface board to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.